Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast reconstruction primary with saline mentor breast implants of unknown type and experienced deflation on the right breast implant and bilateral capsular contracture baker grade is unknown. The patient noticed that the right breast implant was flat. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 350cc on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 08/03/18, it was reported to mentor that the catalog number for the affected products was 3501650, description is saline mentor smooth round moderate profile 325cc. Lot number was 5549936. On 08/17/18, it was reported to mentor that the device history record ( DHR) of lot number 5549936 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/17/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. Yellow material was observed on shell surface. During evaluation multiple creases were observed on the anterior and posterior aspect. Leak test was performed, in according with mentor procedure, and revealed a rent within a crease on the posterior aspect, measuring approximately 0.1 cm. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The device history record ( DHR) of lot number 5549936 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time it is not possible to determine the origin of the white and yellow material. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).